Event description:
Consumer's husband report that his wife scratched her cornea twice while using this bottle of product. The consumer provided additional info reporting she experienced ocular itching, pain, watery eyes and a corneal ulcer. She stated that her doctor treated her with antibiotic eye drops and the symptoms resolved. The ophthalmologist provided info in 2008 reporting that the pt had a "corneal ulcer" in the right eye and that the symptoms were red eye, watery discharge, and photophobia. He stated he treated her for approx five days with antibiotic eye drops and the symptoms resolved.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received and evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications with the exception of osmolality. Results for osmolality were above specification range. Evaluation of the retention sample from lot 118752f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 118752f. Additional info requested from consumer on 12/14/2007, 01/03/2008 and 01/07/2008. Additional info requested from ophthalmologist on 01/09/2008. Info received from consumer on 01/04/2008 and from ophthalmologist on 01/10/2008.